Event description:
It was reported that during the surgical procedure, when the surgeon was attempting to remove the myomas from the patient's uterus, the tip of the tenaculm forceps instrument broke and pieces of the instrument fell inside of the patient. As a result of the instrument breakage, the instrument could not be removed from the cannula and the surgical staff had to remove the instrument and cannula simultaneously from the patient. It was reported that all of the instrument fragments were retrieved and the planned surgical procedure was completed with a different type of instrument. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The affected instrument was not returned for evaluation, therefore, the cause of the customer reported complaint cannot be determned. As stated in the complaint notes, all instrument fragments were retrieved from the patient.